Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her child experienced high blood glucose of 450mg/dl and had received no delivery alarm during bolus 3 times in the night. Customer¿s mother treated his child¿s high blood sugar with pen. Customer advised to change whole set and call back in case of any problem. The reservoir will not be returned for analysis.